Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received that cadd cassette caused a "no disposable" alarm on pump. Per reporter, cassette moved to back up pump and alarm persists. Per reporter, 72.1 ml of remodulin remains in cassette, pump rate is 46 ml per 24 hours. Per reporter, patient will mix new cassette. No adverse patient effects were reported. Per reporter, no further details were provided.